Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery rapidly depleted from 40% to 1%. There was no reported impact to the customer's blood glucose level. Customer will contact health care provider for backup insulin therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the date on the pump displayed a future date. Contact reported that their health care provider had adjusted the pump settings earlier and believed that the time and date were changed on accident at that time. Adjustment to the accurate date and time were made while on the call with tandem technical support.